Event description:
I have been forced to wear a mask 3 times. Every time I wear one, after I take it off, my chest hurts and I feel like I have no oxygen left in my lungs. And then I feel like I am going to pass out. The masks gives me anxiety and makes me feel trapped. FDA safety report ID# (B)(4).